Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release.  A DHR for the freestyle omni strips was reviewed and the DHR showed the freestyle omni strips passed all tests before release. Retain testing was performed and all units performed within specification.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that due to being unable to obtain a reading, she "was unable to take (her) insulin" as she was unsure of how much to take, and this "lead to a medical event". Sometime in december 2018, customer experienced feeling dizzy and lightheaded and had a friend take her to a hospital where she was "given insulin and kept for three days to be treated". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.note: during the course of troubleshooting, it was determined the customer was using an incorrect testing technique. The date of event is unknown. The date entered is based on customer's report of "last month".all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that due to being unable to obtain a reading, she "was unable to take (her) insulin" as she was unsure of how much to take, and this "lead to a medical event". Sometime in (B)(6) 2018, customer experienced feeling dizzy and lightheaded and had a friend take her to a hospital where she was "given insulin and kept for three days to be treated". There was no report of death or permanent injury associated with this event.